Event description:
It was reported to fresenius by pt's care taker that dialysis solution is leaking out of the cassette and into the cycler. Pt's wife stated that there is fluid in the cassette area. Pt has reported that he has had no ill effects or taken any antibiotics, sample is not available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.